Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the smart device and receiver lost connection with the transmitter on (B)(6) 2015. Dexcom representative advised patient's mother to reset on receiver and restarted iphone which was unsuccessful for the reported issue. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Additionally, data was received. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.